Event description:
Machine does not function properly. The ventilator buttons need to be pressed many times (10 to 15 times) to switch to a specific ventilator mode. It's difficult to determine if the patients end tidal volume is accurate and change the settings quickly if an emergent situation arises. There is a potential for bad patient outcome if this machine is not fixed.